Manufacturer narrative:
Combination product: yes. The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
Combination product: yes.

Event description:
Due to noise on the rv channel, patient received more than 10 inappropriate shocks. He was transported to the ER. ICD therapies had to be disabled. Lead remains implanted. Should additional information become available, this file will be updated.